Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high and undefined pacing impedance and high and undefined impedance on the right ventricular (rv) coil of the right ventricular lead. The rv lead was explanted and replaced. It was also noted that the atrial lead had high thresholds for the past two years. The atrial lead was found to be dislodged and was also explanted and replaced. No patient complications have been reported as a result of this event.